Manufacturer narrative:
Additional information: d10 (add ni to therapy date), h4, h6, h11. H11: the actual devices were not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including torque, air passage, underwater leak, and traction testing were performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets had detached components. For a set, the male luer detached from "its original place" when removing the set attached to a peripheral line (anesthesia extension). This presented difficulty in removing the remaining portion of the device that did not disconnect or "untwist". A second set was used on the same patient and the drip chamber separated. The set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.